Manufacturer narrative:
At this time, the pacemaker is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed a shorter longevity than expected during a normal check. An engineering analysis determined the pacemaker demonstrated a consistent increase in power consumption since (B)(6) 2018. This behavior is consistent with premature battery depletion (pbd). Boston scientific technical services (ts) indicated critical therapy was still available at the time, but the pacemaker should be replaced. A few days later, the pacemaker was extracted and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation confirmed the device was depleting more quickly than expected. A review of device memory noted there were no battery faults recorded while the device was implanted. The device case was removed to facilitate inspection of the internal components. A capacitor was noted to exhibit a high current draw so it was removed for individual testing; it was replaced with a known, good capacitor. When the device was tested with the good capacitor attached, it operated normally. The capacitor that had been removed was tested for leakage and, at that time, none was identified. The issue appeared to have resolved itself when the capacitor was removed from the device. Because the issue could not be replicated, the root cause of the high current draw and subsequent premature battery depletion could not be confirmed.